Event description:
While using the suction bovie that came in the ent pack dr. (B)(6) got a burn from the handle by the suction below the button, not the tip. She has had this happen previously, but thought it may have just been fluke. The first time only burned her glove. This time it burned through her glove and on her finger. Bovie # sch12 lot # 240306152.